Manufacturer narrative:
Concomitant product: product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the reporter was unable to find a session file in the data session file manager on the physician programmer for an update/dose change they had just done on the day of this report. After locating the session file, it was noted the physician programmer had an incorrect date of (B)(6) 2000. The reporter questioned if the incorrect date when in turn effect the refill date for the patient. The reporter planned to interrogate the pump after updating the programmer date. It was noted there were no therapy or device issues to report. The medication being delivered via the device system was not reported.